Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had elevated blood glucose (bg) levels in the range of 300s mg/dl. The customer treated via manual injection and brought bg levels back down to 114mg/dl. Tandem's technical support discussed variables that could lead to high bgs with the customer, and educated them on how to verify whether the pump is working as expected. Tandem&#38112;technical support will also have a clinical diabetes specialist work with the customer on trying different sites.